Event description:
No capture, positioning difficulty, dislodgement, unacceptable thresholds. Upon explant, lead noted to have tissue on helix. Pathology report stated necrotic tissue; however, undetermined how long from time explanted until pathologist looked at lead. Noted that removing the tissue damaged the helix.